Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received off no power alert without low battery alert. The customer's blood glucose level was unknown. Customer reported that the insulin pump also received bolus stopped alarm. Customer stated that the battery cap was loose. The product will not return for analysis.